Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported by the patient that the patient had to have the implantable pulse generator (ipg) system explanted as there were com plications including an "artery broke and was life threatening situation". The patient further reported the artery was repaired however the patient developed a blood clot and (B)(6) infection was found on the lead resulting in the system removal. Additional information received reported there was an atrial lead malfunction as the lead exhibited unstable thresholds, oversensing, and noise. The right ventricular (rv) lead and device were replaced due to an upgrade to a MRI (magnetic resonance imaging) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.